Event description:
It was reported that the customer had an issue programming the bolus on his replacement insulin pump. The down arrow button did not respond on his replacement insulin pump. On his previous insulin pump, the customer received a motor error and battery out limit alarms. His blood glucose level was 232 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.